Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was powered off in the morning. The customer¿s blood glucose level was 158 mg/dl. It was also reported that the post-reset ram crc alarm, power loss alarm and low battery pump alert occurred in alarm history. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The pump passed the displacement test, sleep current and active current measurements. No unexpected pump error 23 or unexpected battery power loss noted during testing. (B)(4).